Event description:
It was reported that during exposure the generator failed to make x-ray exposures and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.